Manufacturer narrative:
(B)(4). Method: the iw980 wall mount infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and the video provided by the customer and our knowledge of our product. Result: inspection of the provided video revealed that the head nut was loose. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. The user manual for the iw980 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in united kingdom reported that the heater head of the iw980 wall mount infant warmer was broken. There was no patient involvement.